Event description:
It was reported that the patient&#39;s device was found set to 0ma upon interrogation. It was reported that the device was not intentionally programmed off. The settings reported were indicative of faulted diagnostics test. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Serial #, lot #, other, corrected data: previously submitted MDR submitted these fields as unknown; however, searches show that this is the information for the probable suspect medical device. Device manufacture date (mo/day/yr), corrected data: previously submitted MDR submitted this field as unknown; however, searches show that this is the information for the probable suspect medical device.